Manufacturer narrative:
The field service engineer (fse) instructed the customer to perform a 50-repetition precision test utilizing the wash buffer. The precision test had several fliers when the instrument switched from one cartridge to the next. The fse adjusted the ultrasonics from 203v to 197v. The fse noted the fitting at the top of the substrate probe was loose and tightened the fitting. The fse performed a passing 50-repetition precision test utilizing the wash buffer. The results met published performance specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Manufacturer narrative:
Addition information: the field service engineer (fse) returned to the customer's facility and on 08/15/2013 and noted the vacuum pump was making a strange sound but was within specifications. The fse flushed the vacuum pump with wash buffer and noticed fluid leaked and replaced the vacuum pump. The fse noted dried buffer on the wash carousel and inside, near the mixer pulleys. The fse cleaned the dried buffer and performed a passing high sensitivity lumson test. The fse performed a passing 50-repetition precision test using wash buffer. System check and quality control (qc) were also within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Further investigation has determined the vacuum pump would not cause erroneous results to be generated. The vacuum pump was performing within specifications with no errors detected. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported discrepant and erroneously elevated troponin I (access accutni) and creatine kinase-mb (ck-mb) results for three patients involving the access 2 immunoassay system used in conjunction with the access accutni and creatine kinase-mb (ck-mb) assays and calibrators. Subsequent testing of the patients¿ samples, on an alternate access 2 system, produced lower results, within the normal reference range, for both assays. The original results were released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer noted quality control (qc) imprecision issues but details were not provided. The patients¿ samples were collected in greiner lithium heparin tubes and centrifuged at 4,800 rpm (rotations per minute) for five minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.